Event description:
Patton medical devices (pmd) received a call from an authorized distributor indicating the I-port may have contributed to the hospitalization of a 9 yr old female with diabetes. A call by pmd to the pt's mother confirmed that the pt was admitted to the hospital for elevated blood sugars while wearing an I-port. According to the mother, the daughter applied the I-port and administered her insulin injections through the device without the supervision of an adult. The pt was admitted to the hospital at noon in 2007 with blood glucose levels (bgls) between 210-240 mg/dl. The mother also said her daughter was "spilling ketones." The pt's bgls stabilized around 2 am on the next day, and she was released from the hospital later that day. The device worn on original date, was not available for root cause analysis. Further, visual inspection by the mother or another adult as to the condition of the device when removed from the pt was not available. Pmd's medical advisor reviewed the available information and concluded that the "data is inconclusive to determine the root cause behind the hospitalization"; however, the hospitalization is "possibly related to a device failure."